Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that interface haze was noticed on post op day 1. Visual acuity uncorrected (vasc) 20/70, 20/60. Initially treated with increased prednisone but no improvement, so increased to every hour with minimal improvement. Switched to durezol with further improvement, but not resolved. Vasc improved to right eye: 20/30-20/40, left eye: 20/25-20/30. Visual acuity pinhole always 20/20. No loss of bcva on refraction. Had patient seen by another lasik surgeon at another practice after recommendation of lifting flap. Ophthalmologist at other practice also recommended lifting flap to irrigate for treatment of any residual inflammation and treatment of debris. Bilateral flap lift and irrigation performed on (B)(6) 2017: interface now clear in both eyes. Visual acuity pinhole 20/20, but refraction at 20/30, 20/25. Patient had stopped using artificial tears, and had significant dry eye on exam. Restarted dry eye treatment. Pre-op: -9.5+0.25, -8.0 sph.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.